Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No button error alarm noted during testing. The insulin pump had no button error alarm during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube thread and cracked reservoir tube lip, cracked battery tube threads and cracked display window at lower right side corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 43 mg/dl. The customer ate cereal, jelly beans and nutirgrain bar. The customer sweated on the insulin pump in his sleep. The customer was advised the insulin pump will need to be replaced. The customer advised to discontinue use of the insulin pump to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.